Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) has a historical trend of small r-waves that appear to be far-field oversensing p-waves, resulting in consistent double counting. The physician decreased the atrial gain control (agc) and requested further review by technical services (ts). Ts confirmed the device data shows the r-wave has been historically low with occasional higher values. It was noted that the impedance and threshold are both stable and within normal values. Further recommendations were provided to address the event. Additional information was provided. An x-ray from 2020 was provided to ts and it was determined that the physician wants to see the patient in-clinic to reprogram the sensitivity and consider further options. Upon the patient visit to the clinic, it was observed that the patient is no longer indicated for an implantable cardioverter defibrillator (ICD). Subsequently, therapies have been programmed off and also due to the concern of possible inappropriate shock. No further events of far-field p-waves have been noted so far, however, it was mentioned that the trend often does not measure an r-wave despite getting a large r-wave with in-house testing. Further review by ts was requested. The crt-d remains implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) has a historical trend of small r-waves that appear to be far-field oversensing p-waves, resulting in consistent double counting. The physician decreased the atrial gain control (agc) and requested further review by technical services (ts). Ts confirmed the device data shows the r-wave has been historically low with occasional higher values. It was noted that the impedance and threshold are both stable and within normal values. Further recommendations were provided to address the event. Additional information was provided. An x-ray from 2020 was provided to ts and it was determined that the physician wants to see the patient in-clinic to reprogram the sensitivity and consider further options. The crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) has a historical trend of small r-waves that appear to be far-field oversensing p-waves, resulting in consistent double counting. The physician decreased the atrial gain control (agc) and requested further review by technical services (ts). Ts confirmed the device data shows the r-wave has been historically low with occasional higher values. It was noted that the impedance and threshold are both stable and within normal values. Further recommendations were provided to address the event. The crt-d remains in service. No adverse patient effects were reported.